Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was a scratch and a hole in the sterile packaging.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of product returned. Visual inspection shows there are an indentation or hole and a scratch in the sterile blister pack. Review of the DHR found one piece had a scratch and one piece had debris in the package; 2 pieces were scrapped. Investigation results concluded that the reported event could have occurred during shipping. However, a specific root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.